Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "received a reference recently, detected an anomaly and asked if there would be an impact."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photograph from the customer in support of this complaint. Evaluation of the attached photograph shows tubes with double gel in them. Additionally one-hundred (100) retained samples were visually inspected, and no double gel was found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided, however retained samples were satisfactory. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "received a reference recently, detected an anomaly and asked if there would be an impact."